Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that they have periodontitis disease due to a crooked tooth. This is a contraindicated patient for crown, impacted teeth and periodontal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.